Event description:
Goretex mesh inserted during hernia repair years ago. Colon resection on (B)(6), 2009, and incision never healed due to infection in goretex. Debridement and excision of infected mesh with no success. Has had open draining incision for over a year. Dates of use: used in hernia repair 1990s. Diagnosis or reason for use: abdominal hernia.